Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician successfully implanted one pod packing coil (pod pc) and one pod coil in the target location. While advancing a pod coil through the distal end of the microcatheter, resistance was encountered. The physician attempted to position the pod coil in the target vessel by advancing it back and forth and noticed that the coil was not following the pusher assembly. Subsequently, the physician reported that the pod coil unintentionally detached when it was partially in the microcatheter and partially in the vessel. Therefore, the microcatheter and the pod coil were removed together from the patient, and the coil was flushed out on the back table. The procedure was completed using three new coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2022-00506. 1. Section h. Box 3. Device returned to manufacturer. H3 other text: placeholder.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the sr component was fractured. If the pod coil is retracted against resistance during use, damage such as an sr component fracture may occur. This damage likely contributed to the embolization coil detachment during the procedure. Further evaluation revealed kinks on the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.